Event description:
During a pulsed field ablation procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. The physician inserted the faradrive sheath into the patient per the instructions for use. The physician then proceeded to insert a non-boston scientific (bsc) mapping catheter into the sheath, at which point in time the sheath started leaking fluid from the rear valve. The leak was characterized as a slow medium drip. The physician removed the mapping catheter in an attempt to resolve the leaking valve. The physician then reinserted the mapping catheter, but the problem still persisted. The sheath was then replaced, and the procedure was completed successfully without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was prepared for leak testing, however, an attempt to purge the sheath of air was unsuccessful as the device was observed to leak from the proximal end of the sheath. Microscopic inspection of the hemostatic valve identified that the inner valve was torn, and that both valves were deformed and not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific.

Event description:
During a pulsed field ablation procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. The physician inserted the faradrive sheath into the patient per the instructions for use. The physician then proceeded to insert a non-boston scientific (bsc) mapping catheter into the sheath, at which point in time the sheath started leaking fluid from the rear valve. The leak was characterized as a slow medium drip. The physician removed the mapping catheter in an attempt to resolve the leaking valve. The physician then reinserted the mapping catheter, but the problem still persisted. The sheath was then replaced, and the procedure was completed successfully without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.